Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. As a result, customer¿s blood glucose level increased to 800-900 mg/dl. Customer attempted to address their bg level with manual doses of insulin but was transported to the emergency room (ER) and subsequently admitted to the intensive care unit (ICU) on (B)(6)2022. Customer was treated with intravenous fluids of saline and insulin and released from the ICU on 1/3/2022 with no reported permanent damage and the issue resolved. The customer reverted to an alternate method in insulin therapy.